Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment shows the needle is bent. No suture or ts remain on the delivery needle but were returned. Examination of the construct shows the suture has been cinched. T1 is missing its distal end and t2 is bent. The actuator is in the post t2 position indicating a complete deployment. The depth limiter is crimped at its distal end. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of t1 non-deployment cannot be confirmed. Per the device IFU under warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." Further investigation is not warranted at this time. (B)(6).

Event description:
It was reported that t1 did not deploy correctly. Product evaluation indicated that t2 was not deployed. All t's were removed from the patient. Procedure was completed with a backup device. No patient injury reported and a minor delay was reported.

Manufacturer narrative:
Codes added.